Manufacturer narrative:
An investigation has been initiated. We are currently waiting for add'l info about the event and for the return of the device sample for eval. When the investigation is complete, a final report will be submitted.

Event description:
It was reported the device broke at catheter hub junction.